Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the returned sample confirms the customer's reported issue: two opened cannulas needles were received. The samples were visually inspected under microscopic examination with 150x magnification. The cannulas needle tips were observed bent. The root cause of the customer's complaint is attributed to an error that occurred in the supplier's manufacturing process. The supplier will be notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint via the complaint review meetings and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported cannulas in paks that have a burr on the end of the tip before cataract surgery. The surgery was completed with different non-defective cannula. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).